Manufacturer narrative:
The broken tip of the suture passer instrument was returned for evaluation. The engineering evaluation stated: it was confirmed that the returned device matched what was described in the event; a fractured tip from a suture passer device. The following observations are noted: -the tip is still relatively sharp. -the fracture surface indicates that failure occurred via a single overstress event rather than fatigue over time. -no other anomalies are noted. Based on this evidence, it can be concluded that the device failed via a single mechanical overstress event. Without having the rest of the device to evaluate, it is not possible to derive further conclusions regarding root cause.

Manufacturer narrative:
A1-a4: patient information provided. The suture passer instrument was not returned, only the broken tip was returned to gore for evaluation. The evaluation is in progress and the results will be included in the final report. It was reported patient underwent a ventral hernia repair. It was reported by the complainant that as the product was discontinued, they did not have any more suture passer instruments to use. The IFU for gore® suture passer states the following warnings among others: do not bend the needle or sleeve assembly. If the needle/sleeve is bent or damaged, replace with new assembly. Incomplete needle retraction into the sleeve during use may cause breakage of the needle tip. Precautions in the IFU include: the entire needle/sleeve assembly should be changed periodically when the needle becomes dull or the needle/sleeve assembly is bent or damaged. The IFU also states the following: limitations on reprocessing: repeated cleaning, decontamination, and sterilization has minimal effect on the gore suture passer instrument. End of life is normally determined by wear and damage due to use. The needle will dull after repeated use. Replacement needles and sleeve assemblies are available. Replacement needles and sleeves are no longer available as the gore® suture passer instrument has been discontinued and has not been distributed since december 2015.

Manufacturer narrative:
A request was made to confirm the exact "suture delivery system" name and device lot number [sticker or number recorded in the op report], however no information has been received.

Event description:
Gore received a voluntary medwatch (mw5090443) reporting the following: when inserting the w. L. Gore suture delivery system by surgeon, the tip of the clamp broke off and lodged inside the peritoneum. X-ray required to remove lodged piece. Surgeon removed with hemostats without difficulty once located. No complications occurred.